Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device "slipped" beside the patient's spine. The device was reportedly taken out and placed on the patient side. After this the patient reportedly began to lose their ability to walk. It was noted that the patient could really notice it in november when she started using a cane, then a walker 2-3 weeks later, and then a wheelchair. It was further reported that the patient neurologist told them to turn the device off and it had been off ever since. It was then reported that the patient had been taking therapy and her ability to walk is coming back. It was further noted that "they pretty much figured, it was the stimulator" and the device was going to be removed on (B)(6) 2013. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that they had seen the patient for back pain and extreme bilateral weakness due to progression of the patient¿s fibromyalgia. The issues were not due to the implantable neurostimulator (ins) or it¿s placement but that the patient requested the ins be removed since it did not help with their pain. No x-rays or other testing/troubleshooting were performed on the ins since the patient had made up their mind to have the device removed. It was noted that the hcp had seen the patient two times, once for the initial surgical consult and once for post-op visit after the device was removed. At the post-op visit, the patient was reported as doing well and was using a walker at the visit. It was unknown if the patient¿s fibromyalgia would improve. If additional information is received, a follow up report will be sent.